Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 8.0 x 40, 75cm mustang balloon catheter was advanced for post dilatation. However, during procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.